Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat heavily calcified iliac artery via common femoral approach, a retrograde femoral puncture was performed, and an unspecified guidewire was exchanged for the viperwire peripheral guidewire. Atherectomy was performed on the left iliac artery with two treatments at low speed, two treatments at medium speed, and two treatments at high speed each lasting 25 seconds with an equal rest period, during which angiographic image revealed a 25 cm separation of the viperwire guidewire tip. A snare was used to retrieve the guidewire. The patient was stable and discharged one day after the procedure.